Manufacturer narrative:
Manufactures investigation conclusion: the patient remains ongoing on heartmate 3 lvas. Multiple attempts for additional information were made and no further detail was provided. A direct correlation between heartmate (hm) 3 left ventricular assist system (lvas) and the reported events could not be conclusively determined through this evaluation. The account communicated that the patient presented with presyncope symptoms, mild hypotension, dizziness, lightheadedness, and low mean arterial pressure below 59 most likely from the presence of right heart failure on a recent echocardiogram and multiple anti-hypertensive regimens. The patient¿s antihypertensives were held. The patient was monitored for any continued symptoms during hospitalization; however, they completely resolved without sequelae on (B)(6) 2021. The hm3 lvas IFU lists potential adverse events, including right heart failure, that may be associated with the use of the heartmate 3 left ventricular assist system. This document states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. The IFU further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient¿s weight was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented with presyncope symptoms and mild hypotension. Patient also presented with dizziness, lightheadedness, and low mean arterial pressure below 59 most likely from presence of right heart failure on a recent echocardiogram and multiple anti-hypertensive regimens. During hospitalization, the patient¿s antihypertensive was held. The patient had similar symptoms in the past with carvedilol and this was held during hospitalization and discontinued on discharge. Patient was monitored for any continued symptoms during hospitalization; however, they completely resolved. Treatment included hospitalization and changes to medication. Start date reported as (B)(6) 2019 and resolved without sequelae on (B)(6) 2021. Additional information requested but not yet provided.